Manufacturer narrative:
Device evaluated by MFR: the sterling sl was returned for evaluation. Visual examination revealed a cut to the pouch. Operations engineering came and reviewed the pouch and concluded that the cut likely occurred during manufacturing. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that contamination occurred. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was selected for use. During preparation, it was observed that the inner packaging had an opening. The device was not used during the procedure, and the procedure was completed using an alternate method. No complications were reported.

Event description:
It was reported that contamination occurred. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was selected for use. During preparation, it was observed that the inner packaging had an opening. The device was not used during the procedure, and the procedure was completed using an alternate method. No complications were reported.